Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The thread flanks are strongly deformed. The relevant dimensions can not be verified anymore because of the damage. It is clearly visible that the coating is completely worn away at the deformed thread flanks. This indicates that this damage was caused post-manufacturing. The exact cause can not be defined, insufficient tightening during use, cross-threading, are a previously damaged thread at the nail could be possible reasons.

Event description:
A report was received regarding the removal of a tibia nail due to non-union. While trying to remove the nail, the extraction bolt was stripped. The extractor screw broke and the surgeon was not able to remove the nail. A backup extractor was not available and the surgeon could not complete the procedure. The surgeon was able to remove two 5.0mm locking screws. The surgeon closed the patient with the nail remaining in the patient. The revision surgery was re-scheduled and performed on (B)(6) 2012. This is report #3 of 3 for the same event.

Manufacturer narrative:
A product development evaluation was conducted. The device was received with the threads at the tip stripped/smeared, not broken. The device was otherwise undamaged. Nail removal is a technique intensive procedure. Attempting to tighten the extraction screw without proper alignment between threads can result in thread damage. Design is adequate for intended usage when proper technique is followed. A review of the device history record has been requested.